Event description:
The manufacturer received information alleging a trilogy evo ventilator failed flow verification testing in diagnostics during preventative maintenance performed by the customer. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. The customer contacted philips support (customer advocate) with the issue stating they checked for leaks and replaced the blower, but the problem persists. The customer requested troubleshooting assistance. The customer was advised on replacing the machine flow sensor to resolve the issue. If the problem persists, the customer was advised on other items to be checked. The trilogy evo ventilator remains at the customer site. Device identification information was not provided and remains unavailable at this time. In conclusion, the device's machine flow sensor was advised to be replaced to address the issue. The root cause is not confirmed at this time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, a supplemental to this final report will be filed.